Manufacturer narrative:
The stimulation lead body and extensions body were cut through; the products were segmented. No other significant anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0sxcu, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0nplb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the whole system is going to be explanted due to a lack of efficacy and implantable neurostimulator (ins) migration. The explant will be performed in two stages. The first stage included cutting and removing part of the lead. One week later on (B)(6) 2016, the remainder of the leads and extensions were explanted. The ins will remain implanted as the other explanted components will be replaced. It is unknown when the reported issues began occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that "this appears to be disease progression treated with duopa infusion".

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that despite the deep brain stimulation (dbs) treatment, the patient still had motor fluctuations with weakness, slowness, impaired balance, as well as non-motor off symptoms of mood changes which were affecting the patient's quality of life. Given 3 hours of off-time a day, and the need for frequent levodopa dosing, the health care provider (hcp) recommended duodopa therapy; the patient was taking a 250mg sinemet tablet every hour and 45 minutes. Diagnostics were noted as the patient having 3 hours of off time daily during which they have significant motor and mood issues. The etiology was unlikely related to the device/therapy and not related to the implant procedure. Interventions included duodopa therapy being planned via surgical tube placement for continuous delivery on (B)(6) 2016; the event is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.